Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated pacing capture threshold in the lv (left ventricle) was high. It was noted that the left ventricular capture management weekly trend data shows threshold elevated throughout record with measurements ranging from a minimum of 2.75 volts up to a maximum of 5.5 volts. Concomitant medical products: dtbb1d1 ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the device had early battery depletion. It was noted that the early battery depletion may have been due to high left ventricular (lv) output as the lv lead had high thresholds and from sensing as the patient was in chronic af (atrial fibrillation). The device was explanted and replaced and the lv lead remains in use. No patient complications have been reported as a result of this event.